Event description:
The customer alleged an event of suspected positive biological indicator (bi) after 48 hours of incubation. No injuries were reported from the unrecalled load. The sterrad cyclesure 24 biological indicator (bi) instructions for use was reviewed with the customer. The customer reported negative results prior to this event and subsequent.

Event description:
The user facility reported that the lighthead unexpectedly turned off during a patient procedure. The procedure was completed successfully without the light. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
(B)(4) no code available: suspected positive bi.

Manufacturer narrative:
Device evaluated by mfg: the sterrad cycle completed successfully with the injection pressures of 6.34 and 6.95 torr. The injection pressures are within the specified range for the sterrad 100s system. The sterilization cycle completed successfully. The incubation temperature was set to the required specifications. The chemical indicator changed color as desired indicating exposure to hydrogen peroxide. The previous and subsequent processed bis were negative. The contents of the load were reviewed and appear to be compatible with the sterrad system. The customer further reported that the load contents were not recalled. However, there was no injury from the unrecalled load. An assessment of the cyclesure bi failure mode and effects analysis revealed a low-safety risk to the user. All risk priority number scores for this failure mode are (B)(4), and thus considered low risk. The hhe (health hazard analysis) was reviewed and the issue is considered to have a none/negligible risk. A review of the complaint history for cyclesure bi, lot 31691z, revealed no other similar reported complaint or significant trend. There was no service record performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. There was no report of a sterilizer malfunction during the cycle of which the reported bi was used and therefore it is unlikely that the positive bi result was attributed by the sterrad sterilizer. No product was returned for analysis. Retain testing of the same lot number, 31691z, resulted in no positive bi and was found to meet specifications. Therefore, the reported failure mode could not be confirmed. The device history record for this lot (31691z) was reviewed and found to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The sterrad sterilization process was validated using the overkill methodology (inactivation of high numbers of highly resistant spores) with a wide variety of hospital loads. A significant loss of process efficacy is unlikely in cycles that meet completion requirements of the control system and the chemical indicator (ci). The pre-sterilization bioburden is known to be both relatively low in number and relatively sensitive to sterilization, particularly common pathogens. It would be highly unlikely for this type of microbial population to survive such a sterilization process and if low number of surviving microorganisms were to be present, their low number and likely non-pathogenic nature would not typically lead to an infection. Therefore, it is extremely unlikely that the load from a successfully completed process would result in patient infection. Based on the information, a definite root cause could not be confirmed as thorough investigation and testing could not reproduce the reported issue of a positive bi result. There were no problems found with the retain samples from the reported lot. Asp will continue to track and trend. The reported issue was not verified based on the information available. There were no problem found with the retained samples of the same lot. Tested retains have been scrapped.

Manufacturer narrative:
Mfg date: 11/12/2009. Expiry date: 2011-03.